Event description:
It was reported that the patient experienced hyperglycemia with a blood glucose of 344 mg/dl while using the ilet following initiation of prednisone for pneumonia; the pump was expected to deliver correction doses, and the patient was advised to consult their healthcare provider regarding alternative dosing while on steroids. Symptoms included high blood glucose. Outcomes included no reported health impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information, and no findings were available to establish a device-related cause. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.